Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory. This is the final report.

Event description:
A report was received that a patient's precision system was explanted due to a pocket infection. The patient had a fever and a hot pocket site. The patient was administered vancomycin antibiotics via intravenously. The patient's fever had dropped, and is reportedly doing well following explant surgery.